Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient lost simulation as the ipg was inoperable from an unknown time. As such, surgical intervention is anticipated in the near future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced with a new one. Reportedly effective therapy was restored.